Event description:
According to the literature, a retrospective study evaluated whether the tpo receptor agonist lusutrombopag can reduce the risk of hemoperitoneum caused by percutaneous radiofrequency ablation (rfa) for hepatocellular carcinoma (hcc) as compared to treatment with a platelet transfusion. Between november 2012 and march 2020, 41 patients underwent rfa using cool-tip or a competitor device. Five patients who received platelet transfusions prior to rfa experienced a major hemoperitoneum after rfa and required hemostasis using percutaneous ethanol injection (pei). Pei was successful in all cases requiring hemostasis and no patients required a blood transfusion. New information has been received stating that no medtronic devices/products were directly related to the adverse events mentioned within the article.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Lusutrombopag reduces the risk of hemoperitoneum caused by percutaneous radiofrequency ablation for hepatocellular carcinoma compared with platelet transfusion / liver: research article / shinya taki, yoshiyuki ida, hideyuki tamai, shuya maeshima, ryo shimizu, naoki shingaki, takao maekita, mikitaka iguchi, masayuki kitano / dig dis 2024;42:445¿451 / doi: 10.1159/000539006 / published online: april 25, 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated whether the tpo receptor agonist lusutrombopag can reduce the risk of hemoperitoneum caused by percutaneous radiofrequency ablation (rfa) for hepatocellular carcinoma (hcc) as compared to treatment with a platelet transfusion. Between november 2012 and march 2020, 41 patients underwent rfa using cool-tip or a competitor device. Five patients who received platelet transfusions prior to rfa experienced a major hemoperitoneum after rfa and required hemostasis using percutaneous ethanol injection (pei). Pei was successful in all cases requiring hemostasis and no patients required a blood transfusion.